Event description:
Customer reported an erroneous low phosphorus test result was obtained for one patient sample when using the unicel dxc 800 synchron system. The customer also reported that the quality control was running low for phosphorus. Quality control was within established ranges prior to the event, and low after the event. The erroneous test result was not reported out of the laboratory. There were no reports of death, serious injury or affect to patient treatment associated with this event.

Manufacturer narrative:
The customer may have loaded a new phosphorus reagent without performed a reagent load, which would result in air in the reagent lines. On (B)(4) 2012, a beckman coulter field service engineer evaluated the analyzer, and determined all specifications were met, and the analyzer was functioning properly. Probable cause is use error, however could not be definitively proven.